Event description:
The customer reported that he has been having large discrepancies between the blood glucose and sensor glucose readings. Found that the customer was using expired sensors at the time of the call. The customer also stated that he was treated by the paramedics this morning due to low blood glucose levels. The customer stated that he experienced high sensor glucose readings, and he treated based off those readings without first doing a finger stick. The customer stated that he was treated with glucagon when the paramedics arrived. Advised the customer never to treat based on the sensor glucose reading. Advised the customer to always check his blood glucose reading prior to giving any treatment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-90341.